Event description:
During screening colonoscopy, two polyps were removed by hot snare. Hemostatic clip was inserted into scope and would not open. Provider removed clip from scope. Clip was difficult to open. Clip opened multiple times without failure. Clip reinserted into scope and would not open. Clip was discarded. Then, three hemostatic clips were successfully placed. Manufacturer response for endoscopic hemoclip, instinct endoscopic hemoclip (per site reporter). Equipment failure reported to the manufacturer customer service representative.